Event description:
It was reported by postmarket registry that the pt presented with increased spasticity. The hcp reports that the suture loops on the pump were broken and the pump was free floating in the pocket and inverted. The pump was surgically refastened in the pocket and the pt recovered without sequela.

Manufacturer narrative:
.